Event description:
It was reported to st. Jude medical that during capacitor maintenance initiation an extended charge time of greater than 30 seconds was observed. The decision was made to explant the device.